Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2025. On (B)(6) 2025, it was reported that the patient¿s cgm was reading 99 mg/dl. The patient was looking pale and eventually lost consciousness. The patient¿s parent took a bg meter reading and it was 32 mg/dl. The patient was wearing an omnipod insulin pump. Emergency medical services (ems) was called and once they arrived, the patient was treated with glucagon. Ems stayed with the patient for approximately 30 minutes and then left. Prior to leaving, the patient¿s bg meter reading was 88 mg/dl. The patient was ¿okay, active, and playing¿ at the time of report. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the c zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.